Event description:
It was reported that the patient had an aortic root thrombus with an abrupt loss of consciousness and loss of all left ventricular assist device (lvad) flow. The pump speed was set to 5400 revolutions per minute (rpms) when flow was lost and the patient lost consciousness. During arrest, the pump speed was lowered to 4000 rpms in an attempt to increase left ventricle (lv) filling time and regain flow, which was unsuccessful, and flow remained at 0 liters per minute (lpm) with power 2.4 watts. On an echocardiogram of the full left ventricle, the aortic root thrombus was unable to be visualized. Extracorporeal cardiopulmonary resuscitation (ecpr) va-ECMO (veno-arterial extracorporeal membrane oxygenation) cannulation was done however lvad flow never recovered. The patient passed away due to cardiogenic shock. The outcome was not device or therapy related, and the pump would not return. The device operated as expected prior to the event. It was noted that anticoagulation had been withheld on (B)(6) 2025 due to stroke and hemorrhage (manufacturer report number 2916596-2025-02441).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this investigation. The report of peripheral thromboembolism could not be confirmed through this investigation as no images were provided, and the pump was not returned for investigation. The report of low flow events was confirmed via the submitted log files; however, a specific cause for the low flow events could not be conclusively determined through this investigation. The pump was not explanted and would not be returned for evaluation. The controller event log files contained events from 26mar2025. Low flow alarms were active throughout the duration of the log file due to the estimated flow being 0.0 lpm. Additionally, low speed advisory alarms were active due to the patient speed being set below the low speed limit. No other notable events or alarms were captured, and the pump appeared to operate as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including thromboembolism, neurologic dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and neurological dysfunction as a potential late postimplant complications. This section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had a known chronic driveline infection with multiple episodes of non-compliance with chronic suppressive antibiotics and anticoagulation (MFR #: 2916596-2021-02164).